Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery. The customer changed the site twice but his blood glucose was still high. Customer's blood glucose level was between 300 mg/dl and 400 mg/dl. Customer was advised to revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.